Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: seal on spacemaker plus was broken. Additional information received via email when was the broken seal discovered (before or during surgery?). Before surgery. Did any tissue loss or damage, blood loss, extension of or time, or other adverse patient effect occur as a result of the broken seal? Extended time due to malfunctioning device. Did anything fall into the patient's cavity (disengaged balloon portion?) No. If something fell into the cavity, was it recovered? N/a. Can you elaborate on the issue (packaging seal? Seal between balloon and trocar? Where on the seal?) There was an airleak on the rubber part of the trocar where the balloon is inserted.